Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. The s3ur valve was initially inflated with 5ml less than nominal volume as the valve frame was touching the sinotubular junction, and there was concern of movement of the calcification on the native non-coronary cusp. A mild paravalvular leak (pvl) was noted. After the s3ur valve was implanted, ventricular fibrillation (vf) occurred. Defibrillation was performed and the sinus rhythm returned. As the valve was initially under-filled, post-dilation was executed with 4ml less than nominal volume. The vf occurred again. Defibrillation was performed again, but the sinus rhythm did not return and it transitioned to ventricular tachycardia. The guidewire was removed and angiography revealed severe aortic regurgitation (ar). A frozen leaflet was also noted. The patient was intubated and percutaneous cardiopulmonary support was implemented. As there was no coronary obstruction, a second s3ur valve was implanted. The sinus rhythm returned and the central ar was resolved. The pvl was trivial, the patient's hemodynamics were stable and the procedure was closed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code, health effect - impact code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions the event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the annulus area was 430.4mm2, within recommendation range for 26mm sapien 3 ultra resilia valve. In addition, the native annulus (implant site) was shown to have an oval shape. In this case, the complaints of leaflet motion restricted and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical report. It was reported that the valve was deployed with 5ml less than nominal volume, likely resulting in under-expansion. Post-dilation with 4ml less than nominal volume was insufficient, and thus the valve remained under-expanded. Incomplete expansion can impair the motion of leaflets with improper valve leaflet coaptation, leading to central regurgitation. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.